Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that shows blood leakage behind the plunger. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5051022. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® critical care preset syringe with attached needle leaked blood on past the plunger on the syringe during use. No serious injury or medical interventions reported. No mucous membrane exposure reported.